Manufacturer narrative:
H3:product analysis: no conclusion can be drawn as the customer refused to return the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during craniotomy the part of the drill bit that attaches to the drill motor's collar broke off and was lost. This caused delay of 20 to 30 minutes in the procedure, surgery was completed with backup product. At the time of the report, impact to the patient was unknown. Additional information received stating that the there was no impact to patient.